Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8780 serial# (B)(4) implanted: (B)(6) 2015 explanted:(B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative. The patient was receiving morphine (concentration 25 mg/ml, dose 12 mg/day) via an implantable pump for spinal pain. The event date was (B)(6) 2016. The patient reported return of symptoms, it was unknown as to what factor may have led or contributed to the issue. Catheter access port aspiration was attempted on (B)(6) 2017. A catheter revision was done; on this report date, the catheter was partially explanted and would not be returned as it was discarded. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿. No further complications were anticipated/reported